Event description:
This letter is to inform you of this adverse event as the suspect device stryker 61921001/dax002 simplex bone cement (qty 2) is not manufactured or imported by depuy synthes joint reconstruction. On (B)(6)2016, the patient underwent a right knee arthroplasty to address degenerative joint disease. Depuy products were implanted with competitor cement (sticker sheet found on page 3 of attached medical records). There were no indicated intra-operative complications. On (B)(6)2016, the patient underwent a right knee repair of torn quadricep tendon. Prior to the procedure, the patient was experiencing the. Following adverse symptoms: pain, instability, effusion, bruising to knee, edema, and blisters to right foot managed by wound care. No products were removed. There were no indicated intra-operative complications. Following the repair of right torn quadricep tendon on (B)(6)2016, the patient continued to experience pain. On (B)(6)2017, the physician aspirated 16 ml from the right knee to rule out infection. The physician indicated he did not think the fluid appeared infected. There is no evidence of revision following the right quadricep tendon repair. There is no evidence of confirmed infection within the available medical records. The event on (B)(6) 2016 has already been captured and reported under (B)(4). This complaint captures the report of continued pain with no treatment. Original implant date (B)(6)2016. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).